Event description:
It was reported that during da vinci assisted unilateral inguinal hernia surgical procedure, the surgeon was placing a mesh, and the force bipolar instrument broke at the first joint. The mesh got hooked in the instrument and the site had trouble detaching it from the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information: the surgery was delayed but completed and there was no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.0460¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional observation related to customer reported complaint: the instrument was found to have scratches on molded insulator at the distal end. Several scratches were observed on the molded insulator during visual inspection.

Event description:
Refer to h10/h11 for follow-up information.